Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved an empty 100ml container that was noted to have white small suspension inside of the bag. No additional information is available. This report reflects 1 of 4 events.

Manufacturer narrative:
Date returned to MFR - 9/26/2019. One used list # 079510433, lifecare container 100ml was returned for evaluation. The complaint of white particulates in the returned 079510433 lifecare container could not be confirmed. The returned container was inspected per product specifications and no particulates could be observed. The fluid was filtered, and no particulates were observed. The DHR review could not be completed since no lot number was provided.